Event description:
During a procedure, a physician inserted a system component (acunav transducer) into a patient's vasculature; however, when he attempted to connect the catheter to the swiftlink connector, it would not initialize. The procedure was continued without use of the component. No injury to patient as a result.